Event description:
It was reported that a balloon rupture occurred. The target lesion, with 90% stenosis, was located in a moderately tortuous and moderately calcified vessel in the forearm. A 4.0 mm x 40 mm x 40 cm (4f) sterling balloon catheter was advanced to the lesion for dilatation. During the initial inflation at 4-5 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no reported patient complications as a result of this event.